Event description:
Caller tested 2.6 inr on the coaguchek xs system. Approximately one hour later, caller began coughing up blood; he went to the emergency room (ER) and a comparison lab returned as 2.0 inr. Caller states he was given a cat scan and x-rays; no medical treatment was administered and caller was sent home. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.